Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned. Additional information has been received that the implantable pulse generator (ipg) was no longer functioning as intended.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned. Additional information has been received that the implantable pulse generator (ipg) was no longer functioning as intended.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. The patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.